Event description:
Pt complained of severe crushing chest pain at same time iab pump went into system failure. New pump was immediately placed. Problem pump removed to clinical engineering and MFR notified.